Manufacturer narrative:
Investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was deemed inoperable following an unrelated medical surgery. It was also reported that the device was not placed in surgery mode prior to the procedure. As a result, the patient may undergo surgical intervention at a later date.